Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was reduced. A ventralex mesh was secured in an underlay technique using sutures.¿ (B)(6) 2012 - patient was diagnosed with abdominal wall abscess with exposed infected mesh and beginning of formation of ec fistula thereby underwent open repair with drainage of abscess, explant of infected ventralex mesh and placement of wound vac. Per operative notes, ¿the prolene sutures were cut each side of the ventralex mesh and removed from the abdomen. After, ileocecectomy performed, abdomen copiously irrigated, and then wound vac was placed.¿ (B)(6) 2012 - patient was diagnosed with open abdomen with bowel out of continuity secondary to enterocutaneous fistula, infected ventralex mesh and abdominal wall abscess thereby underwent reopening of recent abdominal washout, ileocolic primary anastomosis and ventral hernia repair with biological mesh. Per operative notes, ¿a side to side functional end to end ileocolic anastomosis was performed. A piece of biological mesh, sewn in place in an underlay fashion with sutures. The wound was copiously irrigated and sterile dressing was placed.¿ attorney alleges that the patient had abscess, bowel removal, fistulae, infection and pain. It is also alleged that patient had bleeding, abdominal washout, wound vac placement, mesh was tethered to the small bowel which was damaged.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 month post implant of ventralex mesh, patient was diagnosed with bacterial infection, fistula, abscess, inflammation and pain thereby underwent repair with the removal of mesh. The instructions-for-use supplied with the device lists infection, fistula, inflammation and pain as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jan-2012) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.